Event description:
It was reported that there was an adverse skin reaction. Email verbatim: ¿this united states case is a solicited report received on 04 jan 2022 from a consumer from a patient support program via (B)(6) pharmacy. This (B)(6) female patient began therapy with remodulin (treprostinil sodium, concentration 1.0 mg/ml), on (B)(6) 2021 for primary pulmonary arterial hypertension. The current dose was reported as 0.008 g/kg, continuous via intravenous (IV) route. On an unreported date, the patient¿s dressing change kit with choloraprep irritated her skin (dermatitis contact). Co-suspect medication included chloraprep (chlorhexidine) continued in additional info section.¿ no further information provided at time of entry.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
No additional information was provided by elite safety sciences. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported that there was an adverse skin reaction. Email verbatim: ¿this united states case is a solicited report received on 04 jan 2022 from a consumer from a patient support program via accredo specialty pharmacy. This 55 year old, 143.3 lbs, female patient began therapy with remodulin (treprostinil sodium, concentration 1.0 mg/ml), on (B)(6) 2021 for primary pulmonary arterial hypertension. The current dose was reported as (B)(4) g/kg, continuous via intravenous (IV) route. On an unreported date, the patient¿s dressing change kit with choloraprep irritated her skin (dermatitis contact). Co-suspect medication included chloraprep (chlorhexidine continued in additional info section...¿ no further information provided at time of entry.